Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Reference medwatch mw5101172. Consumer reported upon removal a tampon completely unraveled and shredded into pieces. She removed the pieces of pledget but was unsure if pieces remained inside her vaginal cavity. She did not seek medical attention and did not report any adverse health effects.